Event description:
Ventilator ceased operating and alarmed due to ac power cord not fully inserted in outlet. Staff responded immediately, but pt's o2 saturation decreased to 54% then quickly recovered with manual ventilation. Ventilator's power cord was inserted more fully into ac outlet and proper operation was resumed. Pt was not returned immediately to ventilator support due to other problems. Later inspection of ventilator revealed all three pins of ac plug were bent, which made secure insertion into socket difficult. Unknown if bent pins occurred prior to or during event. Pt expired on 1/8/94 at 1:51 am secondary to respiratory failure and worsening ards.